Event description:
Information received by medtronic indicated that the insulin pump alarmed with multiple pump error alarms repeatedly. Customer was able to clear the alarm and was able to rewind the pump. No harm requiring medical intervention was reported. Troubleshooting was performed. The device was returned for analysis.

Manufacturer narrative:
(B)(4). The device p-cap / test reservoir locks in place properly. The device was received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly and battery tube. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error (open book image) alarm. Successfully downloaded history files and traces using crest software. Pump error 3 and 4 were found in formatted history file on (B)(6)2021 20:15:43.000 and (B)(6) 2021 20:16:11.000. The insulin pump was cut open to perform visual inspection and found evidence of moisture damage on the electrical board a1, battery tube assembly noted. In summary, customer alleged pump error 3 and 4 confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.